Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer experienced unspecified low readings on an adc device. As a result, the customer experienced a loss of consciousness and was unable to self treat. The customer was taken by paramedics to the hospital where unspecified readings on their meter and the customer was then given unspecified treatment for a diagnosis of hyperglycemia. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date of event is unknown. The date entered in section b3 is based off "(B)(6) 2025" listed in med. All pertinent information available to abbott diabetes care has been submitted.